Event description:
It was reported that the customer's pump malfunctioned, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was advised to use a multiple daily injection (mdi) as a backup therapy while cts arranged for the pump to be replaced. Cts confirmed the shipping address, updated the customer's email for receipt of field correction notices, and provided instructions for returning the malfunctioning pump. The caller was informed about receiving a replacement pump with updated software and given instructions on using it with a g7 sensor. Training would be available via the tandem source account, and a signature for delivery was required.